Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2011 for low back and bilateral leg pain. It was reported that immediately after surgery, the patient complained of abdominal pain. It was reported that the stimulation had not yet been turned on. The physician allegedly admitted the patient to the hospital for a few days of observation. It was reported that the patient's system was not explanted. No further information is available at this time.